Event description:
Home health nurse: has completed infusion on monday (B)(6) 2026 but calling to report today (B)(6) 2026. Has issue with ivig infusion with curlin pump: sn (B)(6). She has no error message to report, but pump worked well after replacing battery. Pt. Did not miss dose. But will send replacement with next refill order. Pt. Has two pumps at home. Pump for hydration has no issues) indication: common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved.